Manufacturer narrative:
Analysis summary: complaint confirmed: the complaint reported was about the heat shrink on the blade that split. Upon observing the heat shrink, it can be seen the heat shrink was assembled over the shoulder that can be defined/seen in 25-1733. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that in a clinical case (left total knee replacement), the coating on the handpiece split in half. They continued the case with the handpiece as-is with no negative impact to the patient. After the coating split the site did observe some minor arcing from the blade. There was no impact to patient outcome.